Event description:
Boston scientific received information that during a revision procedure to upgrade the device and right ventricular (rv) lead, an infection was noted. The revision procedure continued and prior to closure, the pocket was cleaned with betadine. An antibiotic treatment cycle was prescribed. No adverse patient effects were reported.

Manufacturer narrative:
This device was explanted but is not going to be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.